Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a 2008k hemodialysis (hd) machine with ultrafiltration (uf) pump out of specification. It was reported a hemodialysis (hd) patient coded while receiving treatment on the machine. The res recalibrated the uf pump to resolve the issue. The machine was returned to service. Follow-up was made with the facility registered nurse (rn), who stated she was unwilling to disclose any patient information due to patient privacy/confidentiality. The rn stated the machine did not have any issues during set-up and that the machine did not alarm at the time the patient expired. The rn stated the facility used fresenius dialyzers, bloodlines, acid concentrate and bicarb concentrate delivered via jugs. The catalog and lot numbers of the fresenius products were unknown. No samples were obtained to be returned for evaluation. Although requested, no further patient specific or event related details were made available.

Manufacturer narrative:
(B)(4). Conclusion: a temporal relationship exists between the patient¿s reported cardiac arrest during a hd treatment and the fresenius 2008-k machine. Although there is an allegation against the fresenius 2008-k machine pulling too much fluid during treatment, any causality between the 2008-k machine or any fresenius products and the adverse event of cardiac arrest cannot be determined based on the lack of information provided. Additional information related to the patient¿s demographics, treatment data, medical interventions and hospitalization is needed to determine potential causality. Plant investigation: a sample was not returned to the manufacturer for physical evaluation and the lot number or catalog number was not provided. Therefore, the complaint cannot be confirmed. A manufacturing review was performed on the lot numbers for all dialyzer products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. A records review was performed on the eleven lots identified by the manufacturer. There was one lot number that had an approved temporary deviation notice (dn) and one lot number that had a non-conformance report (ncr). The dn and ncr were unrelated to the patient event. The review confirmed that there were no nonconformance, deviation, rework, or issues with labeling or process controls, or any other occurrence in production identified during the manufacturing process which could be associated with the reported event. Each of the eleven lots identified in this review passed pyrogen testing and were within the sterilization dosage parameters and passed all lot release criteria. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by a regional equipment specialist (res) that a 2008k machine ultrafiltration (uf) pump was not removing the proper amount of fluid during a hemodialysis (hd) treatment while the patient was hospitalized. Based on the information captured in the file this patient with end stage renal disease (esrd) on hd for renal replacement therapy (rrt) ¿coded¿ while receiving treatment on (B)(6) 2017 (time, patient/treatment data, vital signs and hospital course unknown). During a follow up call to the hemodialysis registered nurse (hdrn) on (B)(6) 2017 it was reported ¿the machine did not alarm at the time the patient coded,¿ (time unknown) nor did the machine have any issues during set-up. The hdrn additionally stated that she was unwilling to disclose any patient information. On (B)(6) 2017 the machine was taken out-of-service post event to perform functional testing. During the functional testing the machine encountered an uf pump error once during a one (1) hour period of testing. Machine testing revealed the machine was removing 25 ml over the entered uf amount 1000 ml, or 15 ml greater than maximum allowable error limit. Uf pump was recalibrated and returned to service (date unknown).